Event description:
It was reported that 400 bd ultra-fine¿ ii short needle insulin syringe were torn and lacing information. The following information was provided by the initial reporter: torn and lack information.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. The customer returned several polybag images for 1.0ml, 30 gauge, 8mm 10 bag syringes, for lot 1158766, cat 328818. The customer reported polybag label information missing. The images were examined, and it was observed that the lot number, manufacturing date, and expiration date are missing from the reverse side of the polybag. A review of the device history record was completed for batch# 1158766. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Based on the photo received, embecta was able to confirm the customer¿s indicated failure of torn/damaged polybag. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 400 bd ultra-fine¿ ii short needle insulin syringe were torn and lacing information. The following information was provided by the initial reporter: torn and lack information.